Event description:
The core impaction drill was sent for service and during testing at the MFR, the device overheated. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device was found to have worn components including a corroded driveshaft.